Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a ruptured but contained abdominal aortic aneurysm in 04/2004. It was reported that the pt's aortic neck was 1.5cm-2cm in length, 27mm in diameter and was angulated. The stent graft deployed without difficulty; however, an arteriogram demonstrated that the stent graft had applied down from its original position. The large aneurysm of 8 to 9 cm may have promoted the stent graft migration. A 28mm aneurx aortic cuff was cuff was placed with some complication of the intended location to compensate for the device migration. In 2004 a CT scan showed enlargement of the aneurysm sac with stent graft migration and no evidence of an endoleak. In 2004 the physician attempted to repair the migration with another MFR's device unsuccessfully; therefore the stent graft was explanted. The explanted stent graft was returned to medtronic and its evaluation is pending.